Event description:
The device was used during an unspecified procedure. Reportedly, a component disengaged into the pt's cavity and ws retrieved by the surgeon without pt injury.

Event description:
The device was used during an unspecified procedure. Reportedly, a component disengaged into the patient's cavity and was retrieved by the surgeon without patient injury.